Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that the therapy electrodes used during the event were disposed of by medical personnel and therefore not available for examination. The biomedical engineer also advised that he had evaluated the device and therapy cable assembly used during the event but was unable to duplicate the reported issue.  The biomedical engineer then requested that physio also perform an evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would only intermittently detect that the patient was connected via therapy electrodes (brand unknown) and therapy cable assembly while in paddles lead ECG. The device intermittently gave a "connect electrodes" message and would not charge when prompted. As a result, defibrillation was not possible. The patient did not survive the event. The patient was elderly and had been admitted for declining cardiac function and the medical staff did not believe that the patient would have survived even if they had been able to deliver shocks to the patient. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device but was also unable to duplicate the reported issue. Physio then completed other, unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.